Event description:
Four contact lenses have all ripped on the edge or torn in half. There may be small nicks in the edge of the lens which cannot be felt. It is only when they get larger that you can actually feel it. This can cause damage to the eye.